Manufacturer narrative:
The field service engineer determined the k electrode was not aligned/seated, causing air to enter into the flow path. The electrode was replaced and all other electrodes were re-seated. The flow path was conditioned. Ise checks were performed and there were no errors. Precision studies were performed and all results recovered within guidelines. The customer performed calibrations and ran controls. Quality controls were within range, showing no indication of a reagent or instrument performance issue. The investigation could not identify a product problem. The cause of the event could not be determined. (B)(6).

Event description:
The initial reporter stated they received discrepant ise results for seven patient samples tested on the cobas 6000 c (501) module. The following tests were affected: ise indirect na, k, ci for gen.2. The initial values were reported outside of the laboratory. The samples were repeated on a second c501 analyzer and corrected reports were issued for these repeat values. Refer to the attachment for all patient data. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.